Manufacturer narrative:
(B)(6).

Event description:
A customer reported using cidex® activated solution after its 14-day resuse period. The load was released and used on patients. There were no serious injuries reported. Per the instructions for use (IFU), it states cidex® activated solution must be discarded after its 14-day reuse period even if the cidex® test strip indicates a concentration above the minimum effective concentration (mec). As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer used cidex® activated solution beyond its 14-day reuse period.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, retains testing, batch trending, and system risk analysis. The batch record was not reviewed as this was not related to a manufacturing or functional issue. Supplier evaluation was not required as this was not a manufacturing or functional issue. Retain testing was not performed as this was not a manufacturing or functional issue. Complaint trending was not able to be performed since the lot number was not available. The system risk analysis (sra) was reviewed for the issue of procedure related and expired product and the risk was determined to be "low risk." The assignable cause is failure to follow instructions. The customer reported using the product after the expiration date. The customer was advised to follow the instructions for use. Asp will continue to track and trend this issue. No further investigation is required at this time.